Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the npb40 monitor display has missing segments in the pulse rate window. The patient was not harmed or injured as a result of the event.